Event description:
The pt developed an infection around the neurostimulator (ins) site. She complained of drainage and soreness at the ins site. An oral antibiotic, levaquin, was administered. The ins site continued to drain and be irritated, therefore, the doctor chose to explant the entire device system. It was noted that her body rejected the device and the device stops all of her pain. The devices will not be returned. Additional info has been requested.

Manufacturer narrative:
(B)(4).